Event description:
Boston scientific received information stating: lead failure. Dr. (B)(6), (B)(6) hospital, (B)(6). Implant and explanted (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).